Event description:
It was reported that during a davinci si hysterectomy procedure, the cable snapped on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be derailed at the idler pulley. The grips were still able to open and close with clicking snap sounds, but their movement could not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Fleet angle between proximal and distal pulleys could had contributed to the cable derailment. Additional observation not reported by the site was main tube insulation damage. The distal end of the main insulation tube exhibited various scratch marks with light material removal, suggesting that they may have been caused by instrument collisions or rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.